Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: a complaint history check was performed and this is the 1st related complaint for scale marking defective on lot # 9224172. No samples were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. A review of the device history record was completed for batch# 9224172. All inspections and challenges were performed per the applicable operations qc specifications. There was one (1) notification [200838872] noted for missing zero lines. As no samples and/or photo(s) were received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Based on the above, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that during use the scale markings were discovered to be unclear with a bd veo¿ insulin syringe with bd ultra-fine 6mm needle. The following information was provided by the initial reporter: (2 of 2 complaints) stated the writing/unit scale markings on the insulin syringe barrel is bad and not clear on various syringes. Exact number of syringes affected with this issue is unknown.